Manufacturer narrative:
The device was not returned for evaluation. It was reported that the vascade device functioned as intended. No fluoroscopy was used to verify position of the collagen and disc before deployment of the collagen. Based on the available, information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" hematoma is a known complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
The patient underwent an unspecified interventional procedure during which a vascade 6/7f vascular closure device was deployed through a cordis 6f sheath. According to the registered nurse (rn), the device was successfully deployed; however, approximately one minute later, while manual pressure was being applied, a firm hematoma rapidly developed at the access site. The hematoma was expressed in the lab, and the patient was subsequently transferred to the recovery unit. Five days post-procedure, the patient contacted the unit reporting swelling and recurrent bleeding at the site. The patient was evaluated at an urgent care facility and then transferred to an outside hospital (osh). The patient was later transferred to a second osh, where they were treated with intravenous antibiotics and taken to the operating room for wound washout and placement of a wound vac. During this intervention, the collagen plug from the closure device was removed.